Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to fluid loss the patient had his ambicor penile prosthesis (app) removed and replaced with a inflatable penile prosthesis (ipp). The app was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. Should additional information be received, a supplemental report will be filed.